Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during clinical use of an automated impella controller (aic), the console display transiently went black, with no waveforms or images visible. The condition resolved spontaneously, and no alarms were reported in the system history. The patient was reported to be asymptomatic at the time of the event. A backup controller was available for use if needed; however, no exchange was required. The device continued to provide support during this time. No signs or symptoms of patient injury or patient harm were reported in association with this event.